Manufacturer narrative:
H3: product analysis for part#436113c; lot# ca21m043. Visual and optical inspection confirmed a couple of the teeth of the centerpiece implant have been damaged/broken. Functional inspection with a sample inserter confirmed the implant would still expand and close but would not expand when excessive force was placed on it. This type of damage is consistent with excessive force placed on the implant causing it to strip out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having vertebral body replacement spinal therapy for l1 rupture fracture. Level at which the implant was performed is l1. It was reported that when the cage was expanded using the pinion driver, a rattling noise indicating free spinning was heard, revealing expansion defect. Outside the surgical field, expansion occurred normally, but during the cage operation inside the body, the a forementioned issue occurred. There was no patient symptom reported. There were no further complications reported regarding the event.